Manufacturer narrative:
Results, conclusions: based upon eval of user facility info; based upon testing of reserve samples. The reported info does not indicate any defect or malfunction of the optitorque catheter. This MFR medwatch report is being submitted because the catheter was reportedly in use at the time of the aortic dissection catheter. The lot number of the involved device is not known and the device is not available for eval, which limits the investigation. However, samples of the reported product code from current product were evaluated. Inspection and testing of these samples from the current production run confirmed that there were no defects or anomalies. Based upon the available info, there is no evidence that indicates this event was related to a defect or malfunction of the catheter. The warnings / precautions within the instructions-for-use do address the potential for an event involving vascular damage including dissection and perforation by statements such as the following: failure to observe these warnings may result in damage to the vessel, damage to or breakage/separation of the catheter that may necessitate retrieval", and "failure to exercise proper caution may result in damage to the vessel or catheter." In addition, arterial perforation, arterial dissection, hemorrhage and acute myocardial infarction are all listed as potential complications of catheterization. All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported that a dissection up through the ascending aorta occurred during a diagnostic heart catheterization procedure. The physician stated the following during f/u communication: the catheter was successfully manipulated into the desired position within the right coronary artery (rca); pressure readings indicated that the catheter was not occluded; therefore, an injection was made into the rca; the injection resulted in a dissection from the rca up through the ascending aorta; the physician now believes that the distal end of the catheter was up against plaque in the rca prior to the injection and that the catheter site-holes created a "false pressure reading"; the pt was sent to surgery for repair of the dissected vessel; the pt expired from "surgical complications" a few days to a week later, and a user facility medwatch was not deemed necessary.